Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/26/2016 that on (B)(6) 2016, the g5 mobile application keeps requesting to be uninstalled and reinstalled after an ios update. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.